Manufacturer narrative:
(B)(4). Final report additional information, including date of primary surgery, details of any other corin devices related to this event (if applicable), post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, whether the patient experienced any trauma prior to the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided. It was reported that the head was removed due to loosening of a non-corin acetabular component. The head was removed to gain access and restore leg length / offset. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or deterioration in the effectiveness of a corin device and thus this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head due to reported loosenig of the non-corin acetabular component.

Manufacturer narrative:
(B)(4) initial report. Additional information, including date of primary surgery, details of any other corin devices related to this event (if applicable), post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, whether the patient experienced any trauma prior to the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. Upon receipt of any additional device details (if applicable) those manufacturing records shall also be identified and reviewed.

Event description:
Trinity revision of the biolox delta ceramic head due to reported loose acetabular component.